Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had foreign matter in the fluid path. The following information was provided by the initial reporter: rn when to grab tubing from med room. IV set she pulled was unopen and full of water. Model #: 2420-0007 lot #: 25115877.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.